Manufacturer narrative:
After review, it was deemed that it could not be conclusively ruled out that the death was not related to the product or procedure.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited possible infection. The physician decided to switch off the crt-d as well as the left bundle branch (lbb) and rv lead. Subsequently, a transesophageal echocardiogram (tee) was performed; however, the infection's cause was not identified. In the intensive care unit (ICU), the patient received pressors and intravenous antibiotics. No additional adverse patient effects were reported. Additional information indicated that the patient had systemic infection. Furthermore, this lead was not explanted but was made oos due to the patient passing away.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection. A transesophageal echocardiogram (tee) was performed; however, the infection's cause was not identified. In the intensive care unit (ICU), the patient received pressors and intravenous antibiotics. There were no additional adverse patient effects reported. This rv lead was turned off but still implanted. Additional information indicated that the patient had systemic infection. Furthermore, this lead was not explanted but was made oos due to the patient passing away.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. After review, it was deemed that it could not be conclusively ruled out that the death was not related to the product or procedure.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited possible infection. The physician decided to switch off the crt-d as well as the left bundle branch (lbb) and rv lead. Subsequently, a transesophageal echocardiogram (tee) was performed; however, the infection's cause was not identified. In the intensive care unit (ICU), the patient received pressors and intravenous antibiotics. No additional adverse patient effects were reported. Additional information indicated that the patient had systemic infection. Furthermore, this lead was not explanted but was made oos due to the patient passing away. Later, this product was received by boston scientific and full investigation was conducted.